Event description:
Related manufacturer reference number: 2017865-2023-19118. It was reported that right ventricular (rv) and left ventricular (lv) leads exhibited elevated thresholds. The patient apparently was going through alcohol withdrawal at time of implant and was very combative in the days post implant. The physician doesn¿t allege any lead malfunction. The rv lead was explanted and replace and also unable to extend helix once it was retracted. The lv lead remains implanted and will be monitored. The patient was stable before, during and after procedure.